Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an anomaly. The lead was explanted. No patient symptoms were reported. No further information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the atrial lead was explanted due to loss of capture and noise. There were no adverse consequences and the patient recovered well from the procedure.